Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side rupture and exchange from textured to smooth due to concern with the product. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Rupture: observed, broken on posterior side assessed as surgical impact opening (shell thickness within specification), one opening on posterior side assessed as surgical impact opening (shell thickness within specification), and one opening on anterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: nick is observed assessed as non-penetrating nick.